Event description:
On (B)(4) 2013 we were notified that this device was explanted on (B)(6) 2012 due to an infection.

Manufacturer narrative:
(B)(4) 2013: the analysis from the manufacturer is pending. (B)(4) 2013: method: since the device was not returned, the production history and sterilization records were reviewed. Result: the records showed the device was manufactured, sterilized and released according to applicable standard operating procedures. (B)(4). Device was not returned.

Event description:
On (B)(6) 2013 we were notified that this device was explanted on (B)(6) 2012 due to an infection.

Manufacturer narrative:
(B)(4) 2013,the analysis from the manufacturer is pending. Device was not returned.